Manufacturer narrative:
(B)(6). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The battery was returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the device in relation to the reported event. The reported event could not be confirmed during bench testing; the battery would hold a charge when connected to a battery charger. Failure analysis of the returned device revealed that the device passed visual examination and functional testing. Applicable risk documentation and experience with events of similar circumstances were considered; events involving batteries flashing red when connected to a battery charger are most often attributed to a battery that is out of calibration due to a high max error. The max error is an indicator of how well the battery's relative state of charge (rsoc) is calibrated. A tendency to exchange batteries before reaching twenty-five (25%) relative state of charge (rsoc) may contribute to an out-of-calibration condition and cause the battery to flash red when connected to a battery charger. Based on the available information, a possible root cause may be attributed to a high max error at the time of the reported event. The returned battery, however, did not exhibit a high max error when analyzed. Heartware will submit a supplemental report when new facts arise, which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the vad equipment manger that when the patient was seen in the clinic for a routine visit it was noted that battery was only "holding a charge for 1-2 hours". The battery taken out of use and replaced with no reported consequence or impact to the patient. No further information was provided.